Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2018. Evaluation: an empty opened winding former, a detached needle and a dispensed suture of product were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the suture needle pre-op suture needle pull off is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keeping the needle/suture union during transportation or use.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during laminectomy procedure, pa placed stratafix symmetric with the proper technique, completed six throws and on the seventh throw the needle dislodges from the swage point of suture. Another stratafix symmetric was pulled to suture from the opposite direction with two back stitches to complete the case, no adverse events occurred. Had to pull additional suture to complete the closure. Kept portion of suture and needle to send back for analysis. There were no patient consequences reported. One device will be returned. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.